Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not syncing to server. A technical support specialist (tss) reviewed the data synchronization debug logs and found an error indicating that the last upload change tracking value was lower than the minimum valid version for the station database, requiring a manual recovery process. Further the tss performed manual recovery as per knowledge article manual recovery required - datasyncinvaliduploadchangetrackingvalue and updated the sync change tracking chunk size from 20 to 1000 to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device had not been syncing to the server, and the issue had been recurring. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.